Manufacturer narrative:
Device eval: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: high alarm displayed: cassette not attached properly functional testing involved attaching a cassette onto the pump. The pump alarmed "cassette not attached properly" when cassette was attached. The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed that the cassette was not attached properly. It was reported that the issue was discovered during testing. No adverse effects were reported.